Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets and complete clip detachment (ccd) appears to be related to patient morphology/pathology and likely due to the short posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the clip detached from both leaflets, but remained on the gripper line and required intervention to be retrieved from the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system was advanced to the mitral valve. Grasping was difficult due to the short posterior leaflet. The clip was able to be deployed, reducing the mr to 3+. The second cds (61017u193) was advanced to the mitral valve. Grasping was again difficult. The clip was deployed, but immediately after deployment, the clip detached from the anterior leaflet. The gripper line began to be removed, but the clip then detached from the posterior leaflet, and remained on the gripper line. The clip was retracted to the inferior vena cava (ivc) with the gripper line, and then successfully snared from the anatomy. No further treatment was performed. The patient was confirmed to be stable. No additional information was provided.